Event description:
Caller reported that insulin gauge displayed an amount different than expected and was experiencing an issue with the fill estimate. There was no adverse impact to the customer's blood glucose level. Caller was educated by technical support that the issue could occur due to a large variance in measured pressures used to calculate the insulin remaining in the cartridge, and was informed that once the remaining insulin matched the static number on the pump, the estimate would adjust correctly. Caller understood the explanation and was following the correct steps for filling the cartridge.